Manufacturer narrative:
A return product analysis indicated that the complaint was verified. The device was not functional and could not be linked with a known good hhp. The device was cut open and visual inspection was performed. A transistor was completely detached from the pcb. Excessive current leakage was observed.

Event description:
A report was received that a patient's ipg was explanted due to difficulties charging. The physician replaced the patient's ipg with a new ipg and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient's ipg was explanted due to difficulties charging. The physician replaced the patient's ipg with a new ipg and the patient is reportedly doing well following the procedure.